Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump also had intermittent button response due to corroded keypad traces. The insulin pump was received with broken battery tube threads and minor scratches on the display window. The insulin pump communicated properly with the glucose meter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button was not responding on the customer's insulin pump, after the insulin pump had been exposed to an x-ray machine at the airport. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.